Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges with 200 units of insulin. Customer reported blood glucose level ranged from 400 to over 600 (mg/dl) with small ketones. The customer delivered manual injections and changed out the cartridge to address bg level and ketones. The customer was able to successfully load a new cartridge onto the pump and resumed insulin delivery and see an accurate fill estimate.